Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had been having troubles recharging the ins. The patient stated that it took forever to try and get communication with the ins using the recharger (insr) to start recharging the ins. The patient said they could rarely get the ins to charge fully and that they only had gotten the ins to charge fully maybe only six times. The patient tried all four antenna dial positions and repositioning the antenna over the ins to get more coupling boxes shaded, however they rarely saw all 8 coupling boxes shaded in. The patient stated that sometimes they wake up in massive pain at the ins site and that they thought that the ins might have flipped. The patient said that these issues first started in maybe the last year or so. Repair noted that after doing an antenna locate (al) the patient was only able to get 2 coupling boxes filled. It was advised that a replacement insr would be sent to the patient to eliminate any issues with the external equipment, but that the patient may need to follow-up with their healthcare professional (hcp) to have the ins checked.

Event description:
Additional information received from the consumer. It was reported that the cause of the charging/coupling issue was not reported. They continued to have a hard time charging, it was hit or miss. But had been able to get 6 bars after trying. The patient referenced a previous time the ins flipped and was revised and said it may be more [illegible] than usual and more difficult to charge for this reason. They suspect they were due for a new ins soon but said they would request to have it be put in a much easier place for them to reach than their back. They had to be extremely careful getting into bed. No sliding their hips in because it had always wanted to roll and hurt. The benefit the ins had given them had kept them from ever removing it. They will be careful with who does the surgery next time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.